Manufacturer narrative:
The product was produced accomplishing all quality requirements and released according to established procedures. The device history record for lot was reviewed. During the manufacturing of the syringe assemblies, 1,216 syringes were visually inspected and 784 syringes were physically tested with zero issues recorded. The molded syringe barrels were printed on the 60ml hot stamp printer. During the printing process, 304 printed barrels were visually inspected with zero issues recorded. The molded component inspection reports were reviewed with zero issues recorded. The device history record (DHR) for the lot control indicates that product and specification requirements were met with no non-conforming product identified relating to this customer report. The manufacturing site received ten unpackaged samples with this customer report. A complete investigation was performed. Visual inspection to the quality inspection standard was conducted. Print issue were identified in syringe. All graduation lines are legible at 18 inches when judged with a plunger rod; the whole number five is slightly pulled out but legible and acceptable; the ¿0¿ of the whole number ¿10¿ is illegible - meeting an aql of 1.5 syringe. All graduation lines are legible at 18 inches when judged with a plunger rod; the ¿0¿ of the whole number ¿10¿ is illegible, the ¿5¿ of the whole number ¿15¿ is illegible, the ¿0¿ of the whole number ¿20¿ is illegible - meeting an aql of 1.5 syringe. The ¿0¿ of the whole number ¿10¿ is illegible, the ¿5¿ of the whole number ¿15¿ is illegible - meeting an aql of 1.5 syringe. The whole number ¿5¿ is illegible printing; the ¿0¿ of the whole number ¿10¿ is illegible, the ¿0¿ of the whole number ¿20¿ is illegible - meeting an aql of .40 syringe. The ¿0¿ of the whole number ¿10¿ is illegible, the ¿5¿ of the whole number ¿15¿ is illegible; two graduation lines are missing; - meeting an aql of .40 syringe. The clarity of the ¿0z¿ unit of measure is questionable; the unit of measure ml is legible - meeting an aql of 1.5 syringe. The ¿5¿ of the whole number ¿15¿ is legible; the ¿0¿ of the whole number ¿10¿ is illegible - meeting an aql of 1.5 syringe. The whole numbers ¿5¿ and ¿10¿ are legible; the ¿0¿ of the whole number ¿60¿ is illegible - meeting an aql of 1.5 syringe. All graduation lines a re legible at 18 inches when judged with a plunger rod; the ¿5¿ of the whole number ¿15¿ is illegible - meeting an aql of 1.5 syringe. The ¿0¿ of the whole number ¿60¿ is illegible - meeting an aql of 1.5 the samples were visually inspected to the quality inspection standard states ¿major c, 0.40 aql, ¿graduation printing: non-printing or illegible of two (2) or more graduations and/or numerals¿ ¿minor a, 1.5 aql, ¿graduation printing: non-printing of one (1) graduation¿ ¿minor b, 6.5 aql, ¿poor workmanship¿ , ¿inspection standard for printing of syringe barrels¿ also states: ¿minor a, 1.5 aql, ¿printing clarity of numerals, unit of measure, lettering and graduations must be legible at 18 inch. Questionable unreadable printing will be judged with a plunger rod inside the barrel¿ per aql inspector slide rule, ansi/asq z1.4-2008, two ¿missing and incomplete print¿ issues at an aql of 0.40, for a lot size of 88,400 pieces is within the acceptable quality limits. Sample size of 500. Per aql inspector slide rule, ansi/asq z1.4-2008, eight ¿missing and incomplete print¿ issue at an aql of 0.40, for a lot size of 88,400 pieces is within the acceptable quality limits. A definitive root cause was not determined, but potential contributing factors to the issue of ¿missing and incomplete print¿ include, but are not limited to: uneven wearing of the print die, or a slight misalignment of a printer pin to die could cause a point of uneven points of ink transfer onto the barrel during the hot stamp printing process. The print issue may have been caused by the excessive heat, or the print head hitting too hard on the barrel causing the printing tape to tear or break. The printer tape is monitored by a sensor which stops the process when the printer tape breaks or the roll is empty. The printing tape may have issue as reported. The printing tape is acquired from a vendor. Operator error. The operator may not have removed an undetected issue from a printer pin following a tape change. Operators are required to set-up the printer tape and remove any issues from the printer pins. All operators are required to complete a training certification packet for the manufacturing process prior to being approved to operate equipment without direct supervision. Missing or incomplete print issues may not been detected during the in process inspections due to low or random frequency that occurred between inspection intervals. The manufacturing site does not screen product 100% as it is produced on the production line. During production, the processing equipment is checked regularly to verify that the systems are functioning properly and are within validated parameters. All lots and shop orders are visually and physically inspected to the quality inspection standard, and the statistical sampling must meet the acceptance quality level requirements during the molding, printing, and assembly process. Based on the information available and the investigation findings, a corrective and preventative action (CAPA) is not deemed necessary at this time. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states of missing print. Upon sample receipt at the manufacturing plant it was discovered that some graduation markings were missing on a syringe.

Manufacturer narrative:
Submit date: 10/11/2017. After further review, it is noted that this issue was caught by internal covidien/medtronic manufacturing plants and should not have been a complaint. Therefore, this complaint record will be documented as not a complaint and closed as such and no supplemental findings will be provided. If information is provided in the future, a supplemental report will be issued.